Manufacturer narrative:
Bd had received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cracked cap with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. The root cause / potential root cause for the split hemogard shield was determined to be a timing issue on the equipment.

Event description:
It was reported that the cap of the bd vacutainer® brand sst ii tube was cracked. No serious injury or medical intervention reported.